Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found it had ¿reduced capacity due to overdischarge.¿

Event description:
It was reported that an implantable neurostimulator (ins) was implanted in 2012. It was stated that the programmer was not communicating correctly with the ins which caused a return of symptoms for the patient. "Images" were taken in attempt to detect any issues before a second surgery. It was reported that nothing unusual was seen. It was suspected that the ins could have flipped in the pocket. On (B)(6) 2013 a second surgery was done to try and find the source of the problem. It was revealed that the generator was not flipped and it was not possible for the ins and programmer to communicate externally. The ins was replaced. It was reported that there were no injuries to the patient and there was "no loss to the patient." No additional information was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.